Event description:
It was reported, the camera head malfunctioned and noticed there was ¿no image¿ on the screen monitor. The issue happened during preparation and prior to an unspecified therapeutic urologic procedure. The procedure was completed using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for a ¿no image¿ issue. The subject device was inspected, and the issue was confirmed. In addition, flooding was observed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, it did not lead to the identification of the cause of occurrence. The most probable cause was linked to the device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned and noticed there was ¿no image¿ on the screen monitor. The issue happened during preparation and prior to an unspecified therapeutic urologic procedure. The procedure was completed using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.